Event description:
A pt has reported that in 12/2003, their right eye was slightly irritated. Patient used eye drops & went to sleep while continuing to wear focus night & day lenses. Patient awoke with their right eye sealed shut with mucus/pus. Patient has prior history of successful contact lens wear for approx. 6 to 7 years with occasional dryness. Patient cleaned the eye area, but was unable to open eye or remove contact lens due to swelling. Patient sought care at medical clinic & was referred to hosp. Ophthamologist removed the lens and cleaned the eye up. Pt was told they had 2 corneal ulcers due to an infection. Event has not resolved after one month with continued discomfort & light sensitivity. Several attempts have been made to obtain additional info. No additional info is availble at the time of this report.